Event description:
It was reported that the pump failed downstream occlusion (dso) calibration. Found during testing. No patient harm.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of failed downstream occlusion (dso) sensor calibration. Visual/functional testing was performed. Failed dso calibration was verified by functional testing. The caused is dso sensor. Replace dso sensor to correct the issue. The device passed all functional tests after the repair.